Event description:
The customer reported losing consciousness after receiving a reading of 143 mg/dl on their freestyle freedom meter and taking insulin accordingly. The paramedics were called and treated the customer with a shot of glucose. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.